Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci surgical procedure, wires were sticking out at the tip of the permanent cautery hook instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.